Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to the following linked patient identifier: (B)(6).

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2008, the patient experienced a breakage of the post of the (1) gii ps hi flex isrt sz 5-6 11. This adverse event was solved by a revision surgery on (B)(6) 2025, in which the (1) gii ps hi flex isrt sz 5-6 11 was exchanged. Patient's current health status is unknown.